Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 3, 2024 by the arthroscopy journal ¿less subsequent revision anterior cruciate ligament (acl) reconstruction following primary bone-patellar tendon-bone acl reconstruction with suture tape augmentation-a retrospective comparative therapeutic trial with 5-year follow-up.¿ the study reviewed 114 patients and identified acl/pcl instability requiring reoperation with bioabsorbable interference screws in 26patients during the 5-year follow-up period. Ref: daniel av, smith pa. Less subsequent revision anterior cruciate ligament (acl) reconstruction following primary bone-patellar tendon-bone acl reconstruction with suture tape augmentation-a retrospective comparative therapeutic trial with 5-year follow-up. Arthroscopy. Feb 3 2024;doi:10.1016/j.arthro.2024.01.019.